Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk, item # unk, hip-unknown-liners-unk, lot # unk. Report source: (B)(6). Multiple reports have been issued for this event. Please see associated reports: 0001825034 - 2019 - 01260, 0001825034 - 2019 - 01261, 0001825034 - 2019 - 01262.

Event description:
It was reported that a patient was revised approximately 9.5 years post implantation due to unknown reasons. The cup, head, and liner were revised. Attempts have been made, and n o further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.